Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a baxter employed health professional from (B)(6) of patient made mistake/break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag (dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapy. On an unreported date, the patient began treatment with dianeal pd2 2.5% ultrabag therapy (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. In an e-mail sent to baxter (B)(4) technical services, the following was reported. On an unreported date, the patient made mistake/break in aseptic technique which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (2gm) and fortum injection (1gm), (routes and frequencies not reported) for peritonitis. It was reported the patient is recovering.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.